Manufacturer narrative:
Device received with no motor movement or negligible insulin pump error during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm. Customer's blood glucose value was 209 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump was not exposed to a high magnetic field. The customer stated that they were unable to clear the alarm. Customer started they were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.